Event description:
The customer used the device to check this blood glucose and obtained a reading of 531 mg/dl. Customer dosed 4 units of humalog, because confused and slipped in and out of consciousness. Their friend called 911 and when the emts arrived they checked their glucose and the level was 24 mg/dl. The emts administered an IV. Level 1 and 2 controls were in range on the system. The device was replaced and requested to be returned for evaluation.